Manufacturer narrative:
Updated sections: h3, h6 - medical device problem code, type of investigation, investigation findings, investigation conclusions. The device was thoroughly investigated via visual inspection, and no anomalies were found. The diagnostic and event data also showed no evidence of a device malfunction. Additionally, the device passed all functional testing, remained within all measurable tolerances, and operated in accordance with specifications. In conclusion, no abnormal behavior or malfunction was observed during the investigation. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Event description:
It was reported that the patient experienced pain. The physician believes the condition is related to the device. The patient underwent a revision procedure during which the device was replaced. There have been no reports of further complications related to this event.

Manufacturer narrative:
A review of the device's manufacturing records was completed, including batch history and device history; there were no deviations or nonconformities associated with the reported event. The device was returned and the device evaluation is in progress. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.